Event description:
In 2005 the pt was being treated for an anterior communicating artery aneurysm using gdc, a tracker excel-14 microcatheter, and the guider 40 deg. Xf/6fr/100 cm. The final coil could not be inserted into the lesion, and then the microcatheter was removed from the lesion leaving the coil protruding from the distal end of the microcatheter. Tried to treat a middle cerebral artery aneurysm, but occlusion at the peripheral artery by angiography was found. The pt developed paralysis at the left side of the body for a period of time, but recovered the following day. The physician thought the thrombus was adhered to the coil and it was advanced to the peripheral artery due to the removal of the microcatheter without retrieval of the coil. The physician also considered the possibility that the thrombus was caused by a damage of the lumen of the guider 40 deg.xf/6fr/100 cm.